Event description:
Olympus further received information that both devices' tip broke off in the abdomen and were recovered. The procedure was delayed (unspecified amount of time) due to the reopening, reconnection and recovery of the fragment. No other information provided.

Manufacturer narrative:
This report is being supplemented to provide additional information from the customer and device return.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A customer reported to olympus the tip (without teeth) of the thunderbeat broke off intraoperatively. Another thunderbeat was opened, and it broke off at the same place. The operation was a normal standard elective procedure with slightly rough tissue and no special circumstances. There was no report of patient harm associated with this event. Related patient identifier: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer¿s complaint was confirmed. The evaluation findings are as follows: the probe was broken. The cracks had developed from the non-insulated side of the grasping section. There was a contact mark on the probe indicating that the probe was in contact with the non-insulated area. The tissue pad in the grasping section was worn away. In addition, there was a mark in the non-insulated area of grasping section which encountered the probe and was abraded against it. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. However, the reported issue (broken probe) likely occurred due to the following mechanism: 1. The wearing of the tissue pad likely occurred because ¿seal & cut¿ output was activated while grasping nothing with the grasping section and the probe tip or kept activating the output after a transection of tissue. 2. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. 3. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark developed. 4. A force to activate the output in seal &cut mode or a force to grasp tissue was applied to the probe. Therefore, cracks developed at a contact mark. 5. A force was applied to the probe causing it to break. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after the tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ this supplemental report includes an update to h3. Also, additional information has been added to h4. Olympus will continue to monitor field performance for this device.